Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's battery pack was showing battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4)is underway. The reported problem (battery fault) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.